Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that the right atrial (ra) lead connected to this device was surgically abandoned and replaced due to high pacing impedance and noise. There had also been changes in the capture thresholds and loss of capture, which were suspected to be due to changes in the patient's condition. This implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.